Event description:
Boston scientific received information that during routine follow up, the right atrial (ra) lead had high out of range pace impedance measurements and noise. A conductor fracture was confirmed under the x-ray. The patient is not pm dependent, the old ra lead was covered with a lead cap kit and abandoned within the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.